Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during insertion of the screw on an unknown date, the css screw 7.3 pulled through the washer. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation has shown that the lower rim of the present washer is deformed. In addition, the exact lot number is not known, therefore, the present complaint cannot be fully analyzed. We are not able to give a conclusive statement regarding a possible failure reason. However, the inner diameter of the damaged washer is still smaller than the head of a css screw, and we can only assume that a mechanical overload during procedure caused this phenomenon.